Event description:
The surgeon implanted a cc4204bf collamer plate lens but the lens lost it's position and was removed. There was no patient injury. It is unknown if the product malfunctioned or if there was a patient event.